Event description:
It was reported that a vns patient's generator was found to be reset to 0 ma upon initial interrogation at a routine office visit. The physician indicated her last visit had been over a year prior. Review of the patient's programming history revealed that an interrupted system diagnostic test occurred at the last office visit. The interrupted diagnostic test more than likely caused the output current to reset to 0 ma.

Manufacturer narrative:
Analysis of programming history.